Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized due to high blood glucose and symptoms confusion tired/weak nausea. Treatment is done by hospitalization treatment. Blood glucose level at the time of hospitalization was 560 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.